Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead was attempted to be implanted. The lead was positioned in multiple locations trying to get adequate measurements and after several repositioning attempts, it was noticed under fluoroscopy that the helix of the lead was no longer extending or retracting to adhere to the tissue. The lead was pulled out of the body where the physician attempted to extend the helix but the helix would not extend. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.